Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead was successfully placed using different model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood/body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead was successfully placed using different model. No additional adverse patient effects were reported.